Event description:
It was reported that this bradycardia lead was explanted after it was determined that the patient experienced a fall, causing the lead to retract slightly and resulting in elevated thresholds. A new lead of the same model was implanted. No additional adverse patient effects were reported.